Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following results from additional culture testing performed at the third-party labs: sampling date: apr 05, 2024 sampling from: biopsy channel colony forming units (cfus): 6 cfu bacterial identification: bacillaceae sampling from: suction channel cfu: 9 cfu bacterial identification: coagulase-negative staphylococci sampling from: air/water channel cfu: <1 cfu bacterial identification: none sampling from: auxiliary water channel cfu: 1 cfu bacterial identification: coagulase-negative staphylococci the device was evaluated and there were no abnormalities that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Three attempts were performed to obtain additional information regarding the customer's cleaning disinfection and sanitization (cds) practices, but no response was received from the customer. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated all channels of the scope were cultured and aspergillus species was detected. The endoscope will be reprocessed, and a new sampling performed. The results of the new sampling are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 4 colony forming units (cfus) of pseudomonas aeruginosa in the auxiliary channel and >145 colony forming units (cfus) of aerobic microorganisms in the suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.